Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified max air exceeded alarm occurred on an amia automated pd system. This event occurred during use at end of therapy. The technical service representative (tsr) explained possible reasons for the max air exceeded alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned to baxter; therefore, a device analysis could not be completed. The manufacturing record review revealed no issues during previous servicing or manufacturing related to the reported problem. The reported problem was identified during the event history log review performed by quality engineering using bi sharesource data. One occurrence of low priority alarm 30166 on (B)(6) 2017 was confirmed in the therapy logs which occurred at the end of therapy. The reported issue was verified. The direct cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.